Event description:
It was reported that a patient in nicu was receiving long line fluids (vamin) through the device. Pressures were previously 39-45, two hours later pressure was 120. All the lines were checked and found to be open, patient's long line was flushed found to be satisfactory. The device was then checked and found to be blocked. A new device was used and pressures immediately fall to 48. This line was reconnected and found to be satisfactory. No patient sequalae were reported.